Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: posterior spinal fusion l5/s1, posterior spinal segmental instrumentation l5/s1, posterior lumbar interbody fusion with prosthetic graft placement, l5/s1, decompression centrally at the level of the lateral recess at the level of the neuroforamen l5/s1 with visualization and decompression of both the l5 and s1 nerve roots bilaterally, prosthetic graft placement l5/s1, local bone graft harvest utilizing local bone from spinous process and lateral recess l5/s1, allograft bone utilizing bmp as bone augmentation; for pre-op diagnosis of: lumbar spondylosis l5/s1, lumbar disc herniation l5/s1, lumbar spinal stenosis centrally at the level of the lateral recess at the level of the neuroforamen l5/s1 with narrowing also of the l5 neuroforamen with resultant stenosis of both l5 and s1 nerve roots bilaterally. Per operative notes: ".. Various size interbody graft were sized and 9mm lordotic graft was arrived upon. One wafer of bmp was placed into interbody prosthetic graft and this was tamped into position with proper distraction.. Decortication with an osteotome was performed in the left posterolateral gutter and two wafers of bmp were packed into this gutter as well as about four ounces of patient's autogenous bone graft.. Patient was taken to recovery room in stable condition.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.